Event description:
It was reported that a user of the ilet experienced postprandial hyperglycemia to 304 mg/dl followed a few hours later by hypoglycemia to 57 mg/dl, after announcing meals at first bite and treating the low when the pump alarmed, with education provided on appropriate amounts of fast-acting carbohydrates for various low-glucose alarms. Symptoms included hyperglycemia and hypoglycemia without reported physical manifestations. Outcomes included no reported injury and no medical intervention beyond oral glucose. Investigation included troubleshooting and education and arranging additional training on clinical use of the pump. Investigation of this case revealed an unclear cause for the hypoglycemia. It was concluded that the event was user-managed with education provided and additional training scheduled. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.